Event description:
During a follow-up visit, capture failure and high ventricular lead impedance (>3000ohms) were observed relative to the subject device. Reportedly, an intervention was performed, and the ventricular lead could be removed without loosening the set-screw. Lead measurements were normal with a psa, and another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.